Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had several instances in the facility's infusion center of under infusions during therapy. The pumps were programmed to deliver a 1000 ml bolus of an unspecified drug, which was programmed to be delivered to a patient over an hour. At the end of the infusion, the customer stated that there would be 200 ml left. In the past, when this type of bolus was delivered, there was a small amount left in the bag, but never 200 ml (medication, volume to be infused and delivery rate unknown). The customer also stated that "the under infusions occurred an unknown multiple number of times." It was also reported that there were no patient injuries.